Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were multiple, intermittent inaccuracies between multiple continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. The customer was unable to recall the specific values. No additional patient or event information was available. A root cause could not be determined.